Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Investigative findings conclude that a solenoid failure occurred. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a faulty mainboard. The mainboard was replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator alarmed ventilator inoperable while connected to a patient. The patient was removed from the device and placed on another ventilator. The error log shows that the ventilator also alarmed transducer fault and motor fault, but customer is unable to confirm whether there was patient involvement involved. The customer confirmed that there was no patient harm associated with the reported event.